Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the system locked up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.